Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the spare lamp indicator lit up the due to the failure of power supply unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the examination lamp didn¿t light up and the emergency lamp lit up. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi, omsc surmised that the reported phenomenon was attributed to the failure of the power supply unit.